Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was returned back from the field back to boston scientific without any allegation made against it. Initial testing in our post market quality assurance laboratory noted an abnormality and further testing was performed.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon return back to boston scientific. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.